Event description:
The nurse called to request assistance disconnecting the pump from the customer. While the nurse was on the phone, the customer woke up and they thought that she could tell them how to do it. Later, the customer was moved to the emergency room. The nuse stated that they may contact help line for assistance if it is needed.